Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported today that a patient had cornea epithelial cells sloughing off surrounding her catalys made lateral arcuate keratotomy (lak) incisions. This developed into a corneal abrasion which he is treating. Surgeon said the patient should be fine but experienced a lot of discomfort. Despite attempts to obtain additional information nothing further has been provided.